Event description:
The patient suffered a "4th degree" burn under the electrosurgical plate on both inner and outer thigh (right) during a tur-prostate surgery. The injury was treated with resection of necrotic tissue. During the surgery, berchtold elektrotom 640 was used as the generator. The coagulation setting was 80/30. The active electrode was olympus. A non-ionic solution was used. No alarm sounded during the procedure. The total length of the procedure was about 40 minutes, and total electrode activation time was about 20 minutes.

Manufacturer narrative:
More information from the user facility regarding the injury and the photo of the plate which was used during the surgery has been requested. We are not able to get information from the user facility. A review was conducted on the device history record for that lot. Product met all specifications at time of release. Anticipated adverse reaction - short term. Device operated according to specifications.